Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2020, it was reported that the patient had an endoleak of indeterminate origin but is suspected to be proximal type I. Aneurysm growth to 7cm was reported. The physician plans to reintervene but no date has been scheduled.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Images were provided to gore and an evaluation was performed and showed the following: one time-point is available for evaluation: post-implantation cta dated (B)(6) 2020. There appears to be contrast outside the implanted device. Bright contrast can be seen posteriorly at the level of the flow divider. Endoleak origin cannot be confirmed, with available imaging. There appears to be metallic-like densities (possible embolization materials) near the right/posterior sides of the aneurysm sac, distal to the levels where contrast can be visualized in the sac. Maximum diameter of the aaa appears to be 63.4mm x 76.5mm.

Event description:
The patient was referred to a new physican and it is unknown whether a the patient underwent reintervention.